Event description:
Alleged issue: during a craniotomy, the scrub nurse proceeded to bend the product into a smaller size and it proceeded to break. Another lot number worked and bent without breaking. This incident occurred during inspection/functionality testing and prior to use on a patient.

Manufacturer narrative:
Qn# (B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.